Event description:
A us distributor reported that a patient's battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem - doesn't recognize battery) was confirmed. Upon investigation the charger was unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the ca board, causing resets. The root cause for the u1003 and u104 failures could not be positively identified. There was no adverse event that resulted from the damaged battery pack.